Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have high thresholds and exhibited a drop in sensing. An x-ray revealed that the lead had dislodged. Additional information from the field revealed that a revision procedure was performed and the physician tried to reposition the rv lead multiple times with no success. Tissue was noted in the helix and it was decided to explant and replace the lead. The rv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
Additional information made available from the field indicated that during the replacement procedure the physician felt that the helix of the rv lead was damaged.

Manufacturer narrative:
(B)(4). This product was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.